Event description:
It has been reported to philips that during a planned treatment procedure, the wireless footswitch could not be used and the wifi indicator was red. The procedure was completed by using a wired footswitch. No patient harm has been reported to philips.

Manufacturer narrative:
The philips engineer paired the wireless footswitch with the base-station to re-establish a link. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. The customer declined to provide patient details due to privacy reasons. No patient information could be obtained.